Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported white screen issue, but did observe some event codes logged in the device history.  Physio-control replaced the system controller and user interface pcb assemblies as a precaution regarding the reported lock up and also to resolve the observed event codes.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was booting to a solid white screen, which is an indication of a device lock up. &#2068;here was no report of any patient use associated with the reported issue.